Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently completed the fill tubing step while connected to the infusion set site. Customer's blood glucose (bg) was 214 mg/dl. Customer acknowledged pump was functioning as intended. Upon follow up, customer reported bg remained stable.